Event description:
Pt had termination of pregnancy at another medical site. Laminaria were placed preoperatively. Immediately before the procedure, pt's temperature was 101 f. After the procedure, temperature was 104.7 f. Pt was transferred to hosp where pt had a coagulopathy. Pt had cervical cultures which showed gram negative rods and blood cultures grew e. Coli. Pt responded to intravenous antibiotics and was discharged after 8 days.

Event description:
Add'l info rec'd from MFR 3/23/01: no investigation of the actual device inserted in the pt and alleged to have caused the infection was possible because the device was disposed of and not returned to the MFR. Furthermore, even if the single use device were still available after use, testing it would be meaningless for the reasons in paragraph (2) below. The MFR's investigation included a review of the records from the eto processing of all lots included in the MDR report. All cycles were run within validated parameters, and no deviations occurred. Importantly, the device in question is not labeled sterile and sterility is not claimed for the device. MFR has attached correspondence from FDA dated 7/26/96, discussing sterility claims for laminaria tents.